Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? No further information is available. Was the needle removed from the patient during the same procedure? No further information is available. What tissue/location was suturing when pull-off occurred? No further information is available. Please provide the lot number for the involved device. No further information is available. Please provide the procedure date. No further information is available. To date the device has not been returned.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. During the procedure, the suture got detached from the needle unintentionally. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.